Event description:
It was reported that during an acl reconstruction, the biosure regenesorb screw was broken, all the broken pieces were removed from the patient using grasper. The procedure was completed using a s+n back up device in the originally drilled bone hole, no void was left in the patient. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that one implant was returned but not in any original packaging. The implant is shattered into multiple pieces and was returned in a specimen cup. Bio debris is present. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.